Manufacturer narrative:
The insulin pump was received with no button response on the act button due to fully-unlocked connector on lcd board. The insulin pump was unable to perform displacement test due to unresponsive keypad. The insulin pump was had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she a failed battery alarm. The customer also reported that only the esc button was working. The customer's blood glucose was 252 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.